Event description:
On (B)(6) 2025, email received from sale rep reporting the following information on behalf of the customer: "customer reported an increase in palatal grooves from our neomed ng/og tubes. Please see message from customer below: "hi (B)(6), I wanted to reach out because we have seen an increase lately in palatal grooves presumably from og tubes. As we work through these events, I was curious if you've heard of this from any other facilities or if you know of any changes that have potentially been made that might be causing this from a product standpoint? Do you have any recommendations on how we can prevent this? We change our ng/ogs out every 2 weeks or sooner, if needed, and rotate the site with each new tube. No samples available for return." For clarification palatal groove means "vertical indentations or grooves that form in the roof of the mouth (the palate)." (B)(6). (B)(6) 2025 emailed customer and sales rep requesting additional information. (B)(6). (B)(6) 2026 this event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Incident updated from ng tube; customer perception to ng tube; causes indentations. (B)(6).

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. Sample evaluation could not be performed because the involved device was not returned for analysis. A review of the device history record is not possible as a valid lot number was not provided; therefore, the UDI-pi is unavailable. Root cause could not be determined. All information reasonably known as of 30 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting